Event description:
It was reported that the pt was implanted on (B)(6) 2012. During the switch-on appointment 7 electrode channels showed in status hi. The clinician reported the skin to be a little bumpy than typical over the package, but no head trauma or illness were reported. No intra-op measures are available. The surgical report indicates a full electrode insertion, and the post-op x-ray is reportedly normal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.